Event description:
Put the balloon down the scope. Tried to inflate. Water was coming out of the balloon. Procedure completed with a different device. No harm to the patient.what was the original intended procedure?endoscopic retrograde cholangiopancreatography (ercp) with balloon dilation.device #1is this a laboratory device or laboratory test?no.